Manufacturer narrative:
Literature - budenz dl, feuer wj, barton k, et al. Postoperative complications in the ahmed baerveldt comparison study during five years of follow-up. Am j ophthalmol. 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there were 6 tube occlusions with the baerveldt shunt product. No product or patient identifiers were provided. This report is being filed to capture the reported product problems in the study. A separate MDR is being submitted to address the reported adverse events.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing records cannot be reviewed since the serial number is unknown. A labeling review was conducted and revealed that the directions for use (dfu) do indicate some of the identified adverse events. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.